Manufacturer narrative:
Additional information: blocks: d4: lot number and expiration date; h4: device manufacture date. Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. Block e1: this event was reported by the distributor. The implant surgeon is: dr. (B)(6). Block h6: device code a0510 captures the reportable event of retraction problem. Block h10: only a capio device was received and no deployment suture. A visual examination of the returned capio slim device revealed that it was visually in good condition. The ten riveting pins were in place. The head and cage were observed in good shape. However, it was discovered that the carrier misaligned to the left. A functional inspection was also performed and was repeated three times. The functional analysis revealed that there was no problem loading the dart into the carrier. The carrier deployed properly and penetrated into the cage; however, it got stuck after the actuation and the carrier was observed misaligned to the left. An x-ray inspection was also performed and found the pull wire bent. Therefore, the reported complaint of "carrier retraction problem" is confirmed. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The problem of carrier misaligned could have been caused by the core wire bent. Several attempts and excessive tension applied to the suture during actuation could result the core wire to bend affecting the performance of the device. Therefore, the most probable conclusion code for carrier misaligned as well as the investigation conclusion code for the reported complaint will be both documented as "adverse event related to procedure."

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a transvaginal mesh procedure performed on (B)(6) 2021. After pushing the handle outside the patient, "the tip of the handle got stuck and did not come back" (carrier did not retract). The procedure was completed with another capio slim device. There was no patient injury reported.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a transvaginal mesh procedure performed on (B)(6) 2021. After pushing the handle outside the patient, "the tip of the handle got stuck and did not come back" (carrier did not retract). The procedure was completed with another capio slim device. There was no patient injury reported.